Manufacturer narrative:
The following additional information was received: the device was used for a pleural effusion. Therefore, the catheter broke off in the thoracic cavity and not the patient's vein.

Event description:
The device was used for a pleural effusion. Therefore ,the catheter broke off in the thoracic cavity and not the patient's vein.

Manufacturer narrative:
Result - one used 18 g insyte autoguard catheter was received without the unit packaging. The remainder of the unit was not returned for evaluation. There were traces of dried media. A visual evaluation was performed. The tubing measured approximately 1.512¿ from the tip to the area of separation. Based on the length of the tubing it is estimated that the separation occurred above the area of the nose of the adapter. The area of separation revealed the characteristics of a smooth cut (edges) to the tubing and some tear by stress. The separation was at an angle and the stress to the tubing ran on the outer diameter of the tubing with a tear at each end. There were no scratches or scuff markings to any area of the catheter tubing wall. The photos previously provided for this incident coincide with the findings of the separation on an angle and presence of thick media (blood). Conclusion - confirmation of the defect stated in the subject of the customer complaint was conclusive based on the evaluation of the returned unit. It was confirmed that the catheter tubing had been separated (cut and tear) at approximately 1.512¿ from the tip resulting in a cut with smooth edges and tear by stress at the catheter tubing. There was no physical evidence to confirm or to support manufacturing process related issues for the defects reported. Although the defect was confirmed, a definite root cause could not be established. The cut with smooth edges and tear by stress at the catheter tubing are evidence of misuse and stress. There was no physical evidence to confirm or support manufacturing process related issues for the failures the customer experienced. It is uncertain whether the defects experienced by the customer were contributed to by manipulation of the device prior to insertion or by the manufacturing process. Where the defect occurred (clinical environment or manufacturing) is indeterminate.

Manufacturer narrative:
The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Photos have been returned for evaluation but it is unknown if a sample is available. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the doctor was using the suspect device "in tapping" when the cannula was found split and a portion was retained in the patient's vein. The patient had surgery to remove the retained cannula.

Manufacturer narrative:
Additional information: the broken piece of catheter was retrieved successfully. (B)(6). Device evaluation: result - no physical (actual) samples were provided. The customer provided 3 photos: the photos received revealed a piece of catheter tubing inside a plastic bag and the tubing has traces of patient residue (blood) throughout. On picture #2 the non-tipped end appears to be cut in a diagonal angle. The device was missing the bottom part and the adapter. No further observations were found. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - the failure that the customer experienced was confirmed with the visual evaluation performed on the photos provided by the customer. The evidence provided does not deliver confirmation that the catheter was not functioning correctly during the period of infusion. There was not enough physical evidence to confirm or support manufacturing process related issues for the failures the customer experienced. Without an actual sample a root cause could not be identified. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. The bd quality engineer also notes that an instruction pamphlet is provided with bd insyte autoguard product. This information documents the potential failure modes of this device if not used properly: for proper use the clinicians must be familiar with the practice of venipuncture and trained in use of the device.

Event description:
The broken piece of catheter was retrieved successfully.